Manufacturer narrative:
Investigation found the exposed portion of the soft cannula to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Further investigation found a tear in the unexposed portion of the soft cannula. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear in the unexposed portion of the soft cannula. No indication of fluid ingress was observed inside the device to indicate an internal leak was present during operation. Review of the device data shows the first priming sequence completed at pulse 46 and was deactivated at pulse 1954. No timeouts, drive stalls, or hazard alarms were generated during device run. Based on the data and no evidence of fluid ingress, the tear on the unexposed portion of the soft cannula was not present during device operation and was a result of the event that caused the stretched exposed portion of the soft cannula. The timing and cause of the event that resulted in the soft cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 19.3 mmol/l (347.4 mg/dl) while wearing the pod between 49 and 71 hours. As treatment, a new pod was placed.